Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. Cts instructed the caller to plug the wall adapter into a working outlet and wait for at least 30 minutes for the pump to charge. Cts planned to follow up with the caller.